Event description:
The clinical specialist (cs) reported the following: on (B)(6) 2022, the patient was implanted with gore® excluder® thoracoabdominal branch endoprosthesis (tbe) to treat a zone 2 type b thoracic dissection. It was reported that the implant procedure and deployment went as planned. After deployment, imaging confirmed a type a ascending thoracic aorta dissection "flap". Ivus (intravascular ultrasound) was performed after tbe implant, then the tee (transesophageal echocardiogram) followed. Both these imaging modalities showed an ascending aortic flap. Reportedly during the procedure, the delivery device had to be pushed forward and there was some resistance. This maneuver is part of the procedural steps, advancing/pushing un-deployed device beyond target location to relieve stored energy (¿what was unusual, was the higher resistance & give that propelled the device forward ~2-3cm¿). Reportedly on (B)(6) 2022, the patient was extubated. A conversation between patient and physician occurred, it was decided to abort the open procedure, due to the scar tissue. The spinal drain is going to be removed and continual management of patient medically. The surgeon stated the patient would not survive the open repair and it was determined patient¿s heart valve was in terrible shape due to the previous surgery she had. So as of now patient looks decent, was discharged and tolerated the procedure.

Manufacturer narrative:
-Patient medications: metoprolol, lasix 20mg, lipitor 40mg, celexa 40mg, protonix 40mg, norvasc 10mgasa, procardia xl 30mg according to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to dissection of the aortic vessel and surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: added code g07001 under component code. H6: c19, a review of the manufacturing records for this device verified the lot met all pre-release specifications. H6: updated investigation conclusion code d16 to d12 and d15. H6: b20, the device remains implanted and was therefore not available for engineering evaluation.